Event description:
Patient reported left side device rupture. The device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
The device remains implanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b3, b5, b6, d6b, d.9., h.3., h.6.

Event description:
Patient reported "leakage". Later, healthcare professional reported "damage to the implant", 'rupture", "signs of internal capsular damage, no clear damage of the outer capsule", "a small structure measuring 5 mm, likely an intramammary lymph node". This record is for the left side. The device has been explanted and replaced with a non-abbvie device. The device was returned.